Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was displaying an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2016. The patient manages her diabetes with insulin (novo rapid; unknown if self adjuster) but is unclear if she takes any further medications. The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. An unknown number of hours after the alleged meter issue arose, the patient claimed developing the symptoms of "tired" and "thirsty". In response to the symptoms and at an unknown time the patient claimed that she treated herself with 4mg of novo rapid insulin. During troubleshooting the csr confirmed that this was not the first time the meter had been used. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.